Event description:
A nurse called on behalf of the patient and reported blood glucose results of 285 mg/dl, 105 mg/dl, and 253 mg/dl with a lifescan meter, performed within 20 mintues of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.